Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. The customer advised that an inspection of the device after the event revealed that the device would not power on with the lid opening or power button. The customer replaced the lid and battery for testing purposes, and the device powered on. The customer was sent a replacement lid and battery. The device was not returned to stryker for evaluation. The root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on during a patient event. The customer advised that CPR was performed until ems arrived. Later, upon inspection, it was also observed that the device was missing the magnet from the lid of the device. In this state the device will not turn on automatically when the lid is activated, which can cause a delay in defibrillation therapy if needed or may lead to use error resulting in a failure to deliver defibrillation. This issue is patient related; however, there was no adverse patient outcome reported.